Manufacturer narrative:
Investigation: the component has been examined visually and microscopically with a keyence (B)(4). First we meade a visual inspection of the instrument. We found no signs of bending or impacts. The thread on top is without damage. Next we made a microscopic investigation of the inner side of the flanks, particularly the locking chatches. Here we found slight damage of one of the locking pins. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. Conclusion and root cause: the root cause of the problem is most probably user related. Rational: there are no indications of a product or material defect. Without further knowledge about the circumstances we assume, that the surgeon used a curved rod and tried to align the tubes. During this trial, the tube detached from the screw, because an alignment of the tubes is not possible with a curved rod. Appropriate instructions are present in the IFU and in the workshop presentation. The damage at the locking pin is a further hint for this conclusion. No CAPA is necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: malaysia. It was reported that the downtubes were attached with screws in the patient's body. It became dislodged during the surgery.